Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv defibrillation impedance was steady at approximately 46 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defibrillation impedance was steady at approximately 51 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient heard a device alert due to high superior vena cava (svc) and right ventricular (rv) defibrillation impedances on the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.